Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a health care provider (hcp) regarding a patient receiving prialt at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported by the patient that the pump was removed because he had "side effects." He explained that he had short term memory loss, confusion, "got lost and couldn't drive." He didn't know when this happened. A hcp reported that the patient had "problems walking and with his extremities" and was unsure if these symptoms were related to the patient's medical history or something else because the patient had "a lot of health issues going on." The hcp also mentioned that the pump had not helped the patient with their pain since implant. No further complications were reported.